Manufacturer narrative:
The patient's medical records were received and a clinical investigation was performed. The clinical investigation concluded that there was no documentation in the medical record that indicated a causal relationship between the patient's hernia and the liberty cycler. The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) patient's wife reported the patient was experiencing slow draining on the liberty cycler and recently had hernia surgery. During a follow-up call, the pd nurse stated the patient's slow drain was due to the recent hernia surgery. There was no overfill that caused the hernia. The patient had recently moved and was lifting heavy items. The patient's medical records revealed that the patent had gone to the emergency room due to scrotal swelling on (B)(6) 2012 and was diagnosed with a hernia. The hernia enlarged due to recent coughing episodes. The patient has his surgery in (B)(6) 2013.